Manufacturer narrative:
The reported event occurred on a cobas e411 rack analyzer (serial number: (B)(6)). The investigation determined that the anti-hcv g2 elecsys cobas e 100 assay performed within its claimed specificity of 99.66%, as stated in the method sheet. No sample material or additional information was available for further investigation. False reactive results can occur with this assay due to its specificity limitations. A general reagent issue was excluded, and the root cause was most likely sample-related. The device remained in operation at the customer site.

Event description:
The initial reporter alleged an implausible reactive result for a patient sample tested with the anti-hcv g2 elecsys cobas e 100 assay on the cobas e411 rack analyzer. On (B)(6)2022, the sample was tested on the cobas e411 rack analyzer and yielded a result of 7.09 coi, interpreted as reactive. The sample was subsequently sent to another laboratory, where it was tested using the abbott architect system on (B)(6)2022 and yielded a non-reactive result. On (B)(6)2022, the sample was retested on the cobas e411 rack analyzer and yielded a result of 7.24 coi, interpreted as reactive. On the same day, the sample was also tested using a rapid test (abon), which yielded a non-reactive result.